Event description:
It was reported that the bd vacutainer® serum blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter, translated from japanese to english: fm or the like can be seen inside the tube. This may be lump(s) of clot activator particles.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and the issue relating to foreign matter was not observed. Additionally when the same 30 tubes were evaluated and the issue relating to additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Therefore this complaint has been unconfirmed for foreign matter but confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.